Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient suspected that the device system may have caused an allergic reaction. The patient had a rash over the face with pimples on the eye lids since having the device system implanted. Follow-up to determine if allergy testing was done to determine the cause of the rash has not been completed at the time of the event. The device system remains in use. No further patient complications have been reported as a result of this event.